Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified distal anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during fifth inflation at 6 atmospheres for 15 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no complications reported and patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified distal anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during fifth inflation at 6 atmospheres for 15 seconds, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no complications reported and patient was in good condition post procedure.